Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the powered stapler partially fired five reloads and stopped firing in the middle of laparoscopic sleeve gastrectomy. Some of the staples were loosed and did not attach to tissue. The staple line was also incomplete. Another reload was used to complete the case. There was no patient injury.